Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, there was contamination throughout the monitor and on the battery pack pca and cell. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power the monitor.